Event description:
The dealer reported that the footplate was cracked. This issue cold prevent the user from having adequate foot support to prevent the user from sliding out of the chair or sustaining any other injury.

Manufacturer narrative:
Invacare awareness date is (B)(4) 2013.